Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The sheath kinked during partial recapture of the wds. Procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman access system. The device was bloody. The tip, sheath, and hub/valve were microscopically and visually inspected. Inspection revealed a kink in the sheath located 5.5 cm from the tip of the device and tip damage (delamination). Inspection of the rest of the device found no other damage or deformity.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The sheath kinked during partial recapture of the wds. Procedure was completed with another of the same device. No patient complications were reported.